Event description:
Advocate stated her daughter's blood glucose reading was not stored in the memory of the contour next link. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A new meter was sent to the customer.